Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (blank screen) issue. After replacing the battery, the screen became blank. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the device history did not reveal any logged alarms that may have caused a blank screen. During testing, the pump was powered on and the display screen was visible; the blank display screen was not duplicated. The pump case was removed and no evidence of moisture ingress was found.